Manufacturer narrative:
(B)(4). Evaluation; results: (gi bleed).

Event description:
A 2.5mm diameter x 14 mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the mid lad (ref MFR 2953200-2011-00560) and a 2.5mm diameter x 14 mm length endeavor sprint rx stent was deployed in the 1st diagonal branch of a pt with no issue reported; however, it was reported that, approximately 2 weeks post procedure, the pt presented with gi bleeding symptoms. Re-hospitalization was required, blood transfusion was performed. Peripheral vascular surgery was also performed. No other clinical sequelae were reported.